Event description:
Additional review indicates the info in MFR report #3004209178-2011-09767 pertains to this manufacturer's report. Any additional information will be reported in this report.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced telemetry issues with the patient programmer and recharger connecting with their implantable neurostimulator. An overdischarge was suspected (third over discharge of neurostimulator). The patient reported that therapy was not working as expected and had sent up an appointment with their physician ((B)(6) 2011). Additional information reported indicated that the neurostimulator showed an end of life message. Third overdischarge of the neurostimulator was confirmed. Additional information has been requested , but was not available as of the date of this report.

Event description:
Follow up information received indicated that the reason for the overdischarge condition on the patient's implantable neurostimulator (ins) was non-compliance of recharging. The manufacturer representative met with the patient and was able to initiate a charge with the external recharger. The patient was then able to receive stimulation. It was also noted that the physician's nurse had an in-depth conversation with the patient related to compliance with recharging. If additional information is received, a follow-up report will be sent.